Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: the pump powered on to a blank screen. The pump casing was opened, and there was evidence of moisture observed on the old display flex and contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen changed font and then faded away to a blank screen. Reportedly, the patient changed the battery and turned the pump back on, but the display remained blank. The reporter noted that the pump¿s audible features were functional after the battery change. The issue reportedly remained unresolved after two battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).